Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending artery with mild calcification and 90% stenosis, a 2.5x15 rx trek balloon catheter was advanced without resistance for pre-dilatation; however, the balloon ruptured on the second inflation at 12 atmospheres. The 2.5x15 rx trek balloon catheter was removed from the patient anatomy without resistance and a non-abbott balloon catheter was used successfully for further dilatation. A 2.5x18 xience v stent was implanted to treat the target lesion. There was no reported adverse patient effect and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.